Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump passed self test and displacement test, but still insulin pump was vibrating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify pump error 23, pump error 68, and pump error 49 due to display anomaly.